Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced pain secondary to femoral loosening. As a result, approximately four years and one-month post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
D10: 01-030-40-0436 - alt xle lnr ntrl g4 36; sn# (B)(6), 01-030-01-0450 - alt cup clstr g4 sz 50; sn# (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm; (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral stem loosening. The reported femoral stem loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.